Event description:
Defective air sensor. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. In november and december 2018, some air volume alarms are triggered during infusion. Those air alarms triggered during infusion could indicate an end of bag or some air in line. History datas are insufficient to confirm events described in complaint. The device was received for investigation. Tests were carried out to check the functionality of the air sensor. Although no alarm was triggered the tests results were not compliant with IFU specifications (for water detection). Internal check found oxidation visible on ceramics. This can decrease the detection level and by consequence, can trigger unexpected alarms. The reported event is partially reproduced.

Event description:
Defective air sensor.